Event description:
Customer reported an invalid fiber card error. No patient injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The initial report indicated an invalid fiber card error, not a reportable issue. The failure analysis did not disclose any fiber card malfunction; card reported 20,920 joules. The failure analysis disclosed that the fiber cap was attached and intact, however, was charred and drilled through. The fiber cap condition would prevent fiber function; the cap conditions would also result in forward firing and has been identified as a potential risk and safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, accelerating the fiber cap wear and limiting the performance of the fiber. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.